Event description:
It was reported that the inflatable penile prosthesis (ipp) was no longer inflating/deflating. This issue was caused by fluid loss from the pump. The ipp was explanted and replaced as a result. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.